Manufacturer narrative:
There was no patient involvement. The authorized service provider (asp) confirmed the alarm message running on the internal battery. The power adapter is damaged, and the navigation buttons don't work. Asp recommends the replacement of the power supply and front bezel. Upon further investigation, the following has been reported: the issue was discovered while the ventilator was being tested, which is outside of clinical use. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that the ventilator will not operate on ac power. It was reported in clinical use, but there was no patient harm.